Event description:
It was reported that the applier is dysfunctional, only one clip was fired then it jammed.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. The first clip was protruding from the channel. First, the trigger cycle was completed , and the first clip fell out of the channel. It was observed that there was no clip in the next position of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The indicator clip fired on the next attempt. The sample was disassembled to inspect the internal components. No further damages were found. The sample was received with 1 clip remaining, indicating that 14 clips were fired by the end user. The bent rotation tab and dry fire are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "only one clip was fired then it jammed" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel. After the trigger cycle was completed, the first clip fell out of the channel and no clip was in the next position. Upon functional inspection, no clip fired. On the next attempt, the indicator clip fired. The sample was disassembled , and no further damages were found. The bent rotation tab and the dry fire are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800875 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is dysfunctional, only one clip was fired then it jammed.